Event description:
It was reported that this right ventricular (rv) lead was explanted due to a microdislodgement presenting high pacing thresholds and loss of capture (loc) no additional adverse patient effects were reported.